Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: deflation. Clarification to b3 partial date of event: "summer 2025" was provided. Clarification to d6a partial implant date: 2005 was provided.

Event description:
Healthcare professional reported "deflation". This relates to the left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ deflation: observed delamination of diaphragm valve through microscopic inspection assessed as adhesive failure and cracked valve seat diaphragm valve. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis creases are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported "deflation". Healthcare professional later reported ¿increased wrinkling¿, ¿noticeably smaller and more wrinkled¿ and ¿the capsule was noted to be mildly thickened in the inferior pole but otherwise appeared thin and pliable¿. This relates to the left side. Device was explanted and replaced. The device was returned.

Event description:
Healthcare professional reported "deflation". Healthcare professional later reported ¿increased wrinkling¿, ¿noticeably smaller and more wrinkled¿ and ¿the capsule was noted to be mildly thickened in the inferior pole but otherwise appeared thin and pliable¿. This relates to the left side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d1, d4, e1, g1, h4.

Event description:
Device was explanted and replaced. The device will be returned.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6b, h6.